Manufacturer narrative:
The lead was to be further investigated. All available information indicates that the lead remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported chest pain around the implant site. There was concern that the atrial lead might have dislodged. There was report that there had not been good thresholds on this lead for over two years. The lead was tested and no capture was revealed. No adverse patient effects were reported.